Manufacturer narrative:
Alleged failure: hi (B)(6). Can you please open a complaint for the following. Acct (B)(4). Crossfire 2. Part # (B)(4). Serial # (B)(6). 90-s accelerator. Part # (B)(4). Lot # 20346ae2. While using the wand we heard a pop and the wand stopped working. We smelled smoke as well. We switched to a different probe and console and finished the case successfully. Can you please open an RMA and complaint for this. Can I get a loaner console thru you too? Thank you. (B)(6). (B)(6). (B)(6) manager. Stryker endoscopy. Mobile: (b)(6.) Email: (B)(6) salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.